Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported issue is a failed circulation pump. The device was evaluated upon receipt. During evaluation the device will not complete the autofill cycle. There is very little vacuum on the fill port. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. See the attached investigation closure memo for more information. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was significant damage to the shells of this arctic sun device. Per review of wo notes, stated they would provide an assessment quote for the device so they could ship it in for a depot assessment. Per sample evaluation results on (B)(6) 2025, the device will not complete the autofill cycle. The connector panel bracket was found bent inward on the right side.